Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cystic artery was reported as being buried in the tissue. It was reported the resident decided to use the stapler instead of dissecting out. The ats45 was the first device used with a blue cartridge. The device was placed across the tissue and when trying to fire, the cartridge crumbled and fell apart. This included the metal pan. The device delivered some malformed staples. No pieces went into the patient. The user switched to the pse60a device with a blue cartridge. When pulling the firing trigger, the device made a short zip sound and stopped. The device did not deliver any staple or a cut line. The reverse button was used to open the device and there were no issues with removing. A manual echelon was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. No damage on cartridge or cartridge pan separation where noted during visual and functional testing. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information: incomplete interrupted cycle, damaged spring cartridge lockout tab.